Event description:
It was reported that the fr3 is failing its self tests and will not recognize multiple sets of pads. . There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fr3 is failing its self tests and will not recognize multiple sets of pads. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).